Event description:
It was reported that the wake button became detached from the pump. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.